Event description:
It was reported by the rep that (2) er420 was used during a laparoscopic cholecystectomy procedure. It was reported that the device was fired on the cystic duct with a malformed clip that did not hold. The jaws did not line up. A second device was opened up and the same thing happened, there was scissoring of the clip. The case was completed with an er320. There was no pt consequence.